Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 33 mmol/l with no symptoms related to the rf communication failing during a bolus. The reporter confirmed that the meter remote and the pump were within range at the time of the issue. The pump history was reviewed and determined that the remainder of the bolus was not completed after the communication alarm issue. The reporter indicated having not tried changing the channel that the devices were communicating on. This report is made based on the allegation that the patient experienced hyperglycemia associated with failure to deliver the remainder of the pump bolus.